Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-21563, 21564. It was reported the patient ((B)(6)) received inadequate pain relief from the scs system. Diagnostics indicated multiple low impedance contacts. The patient also reported experiencing over-stimulation during programming, and the patient alleges one of the programs causes seizures. X-rays indicate the electrodes appear to be in contact. The sjm representative was able to provide adequate stimulation via reprogramming. Follow-up identified the patient continues to experience over-stimulation that is positional in nature. The sjm representative was unable to reproduce this sensation while troubleshooting. At this time, the physician plans on doing surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.